Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited variable impedance measurements. No intervention or patient symptoms were reported. The patient would be monitored.